Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridges were filled with 270 units of insulin. During troubleshooting with tandem technical support showed that the customer does not perform the air extraction technique. During the call, the customer filled the cartridge and performed the air extraction technique, and was able to load a new cartridge successfully onto the pump. The customer's blood glucose level was 395 mg/dl, and was addressed with a manual injection.